Event description:
During a routine check for outdated products it was discovered that we stocked together both the sterile and non-sterile "weck hemoclip traditional". The packaging looks almost identical, we are unsure at this time how many patients have been effected.